Event description:
Customer reportedly received the following results on the advantage system within 10 minutes using comfort curve test strips: 102 mg/dl and 447 mg/dl; 140 mg/dl and 70 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.